Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during a ureteroscopic holmium laser lithotripsy, upon opening the packaging of an 'ncircle tipless stone extractor' (rpn: ntse-022115-udh; lot # 15076383) the basket formation cannot be opened. The device did not make patient contact. A new same type device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found a related non-conformances reported for lot 15076383 related to the complaint issue of inadequate glue. A complaint history database search showed 13 other related complaints associated with the failure mode for the complaint device for lot 15076383. The large number of complaints indicate an issue occurred with the manufacturing of the lot. Containment and field action activities were performed for the device lot. Cook also reviewed product labeling. The IFU [t _ ntse_ rev1; 'ncircle, ncompass, and nforce stone extractors'] did not provide any information related to the reported issue. Functional tests and visual inspection of the returned complaint device were also conducted. One 'ncircle tipless stone extractor' was returned for investigation. The basket sheath was separated from the support sheath and the yellow support sheath was broken in 3 places; the handle could not actuate the basket. Based on the investigation of the returned devices and large number of complaints reported from the product lot, it was determined the cause of the issue was due to a manufacturing issue of not enough glue placed on the support sheath/basket sheath joint to properly secure the components in place. The operator who performed the gluing operation was no longer employed at cook. A review of the lots that the operator performed work on showed this was the only lot where that operator had performed the gluing operation. Containment and field action activities were performed for the device lot. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopic holmium laser lithotripsy, the packaging an ncircle tipless stone extractor was opened and the basket formation cannot be opened. The device did not make patient contact. A new same type device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: name and address - phone: (B)(6), mobile: (B)(6). G4: PMA/510(k) # - exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.